Event description:
It was reported by service report that the customer alleges the brake steer pedal was very difficult to activate and deactivate. Customer states this is causing knee injuries to staff. Customer is requesting extensions on the brake/steer pedal on the head and foot of stretcher. It was further identified that there were allegedly 3 caregivers who had the alleged knee injury. No specific details of the injury.

Manufacturer narrative:
Brake steer pedal was very difficult to activate and deactivate. Customer states this is causing knee injuries to staff. Customer is requesting extensions on the brake/steer pedal on the head and foot of stretcher. It was further identified that there were allegedly 3 caregivers who had the alleged knee injury.